Manufacturer narrative:
Date of event: event date is only an approximation, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient said her ins doesn't hold a charge very long, and said it only last 15 minutes or 30 mins. The patient's ins used to last a few days and this started maybe in the last 2-3 months (2019). The patient said that they can't get out of their bed because of their pain. The patient said that they can't use their ins, and their healthcare provider (hcp) cannot see the patient until (B)(6). The patient said she has had pain for the last month or two (2019). The patient said she uses her ins at 7.5v which was reviewed to be a high setting. The patient said that the ins is protruding out of her back since 2016, and said it's painful and said it has gotten more and more protruded since 2016 and now is very visible through the skin. The patient said it started becoming painful if she sits for a long time or drives and leans back, and said this started in 2016 and has gotten worse. The patient noted that she does not like doctors and this is why she hasn't seen anyone about this. No further complications were reported. No additional patient symptoms were reported.